Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer bumped into something while working with forklift equipment and the touch screen became shattered. Additionally, the pump touch screen became unresponsive due to the damage. Customer's blood glucose was 90 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy and has a backup pump available as well.